Event description:
Pt reported the display on the infusion device is partial. Pt fell and is tired and stiff. Pt stated the display could not be read well. Pt reported contacting the doctor, no treatment was received. Pt is currently on the backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.